Manufacturer narrative:
This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported that the patient lost stimulation. The patient allegedly did not see a low battery flag message since she does not use a programmer to communicate with the ipg. The physician decided to explant and replace the ipg on (B)(6) 2010, and stimulation was regained postoperative. The explanted ipg was not released by the facility; therefore, it was not returned to the manufacturer for analysis.